Event description:
Philips is reporting that during training at a customer site the demo device failed to recognize the battery in the "b" battery well. There was no patient involvement.

Manufacturer narrative:
(B)(4). Philips is reporting that during training at a customer site the demo device failed to recognize the battery in the "b" battery well. There was no patient involvement. The device was evaluated at the philips repair bench and the failure was verified. The battery pca contact pins were damaged. Replacement of the battery pca resolved the failure. The device passed all post-servicing testing and was returned to the demo pool.